Event description:
Customer reported an over infusion of tpn. The pt was to receive tpn at 44.2 ml/hr. The infusion was found infusing at 442 ml/hr. The pt became unconscious, the blood glucose level was above the scale and the pt was moved into the pediatric ICU. The pt remains in critical condition. Customer did not provide additional pt/event information.

Manufacturer narrative:
(B)(4). The customer's complaint of an over infusion of tpn was confirmed. Review of the pcu device logs confirmed that on (B)(6) 2012 at 9:47 pm, the pump module was programmed for guardrails IV fluids. The fluid selected was tpn. During programming a soft guardrails alert triggered because the programmed rate of 442 ml/hr was above the proceed with programming. The infusion was started at 9:48 pm running at a rate of 442 ml/hr and a vtbi of 884 ml. The infusion completed 2 hours and 20 minutes later ending in an infusion complete-kvo alert. The total volume infused was recorded as 884.026 ml. The root cause of the over infusion of tpn was user programming. The customer reported that the intended programming was for a rate of 44.2 ml/hr; however a rate of 442 ml/hr was programmed.